Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she received a battery out limit alarm, and inserted an alkaline battery but the device did not accept the battery. The customer's blood glucose reading was 230 mg/dl and above. The device alarmed after a battery change. The customer ran through some troubleshooting and was able to rewind the device, reprogram the time/date, and the fixed prime; however, the customer had a blank display even after inserting a third battery. The customer was advised that the battery cap would be replaced. Nothing was returned.